Event description:
Per the clinic, the patient started getting irritation from the device and kept taking off the external coil. The patient also has stopped responding to sound and has no hearing with the device use. Open circuits were also observed on all electrodes. Troubleshooting attempts were made; however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report.